Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the catheter was inserted on (B)(6) in the operating room at the hosp. The pt was transported to another hosp the day prior to the event. During am routine flushing of the triple lumen catheter, which was capped, the catheter broke at the yellow part in two pieces. A md was there and the catheter was removed with no harm to the pt. A new one was not inserted. Additional info received stated the pt was alert and oriented with no blood loss. It is unk how long the catheter was broken.